Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). This event occurred in (B)(6).

Event description:
The customer received a questionable high troponin t hs result for one patient sample. The initial result was 22.52 pg/ml and was reported outside the laboratory. The doctor questioned the result as it did not match the clinical state of the patient. The repeat result was 5.98 pg/ml. The result for a new sample from the patient was 5.91 pg/ml. There was no allegation of an adverse event. The reagent lot number was 24518001. The expiration date was requested but was not provided. The calibration and qc were acceptable. The customer changed the pinch tubing.

Manufacturer narrative:
A specific root cause could not be identified. The qc data and analyzer alarm trace did not indicate any issues. A likely root cause was the worn pinch tubes that were replaced by the customer. Other typical root causes for this type of event include insufficient electromagnetic interference (emi) compliance, issues with sample quality, insufficient maintenance, or contamination of the environment with the analyte.